Manufacturer narrative:
Health effect impact code: f26. Component code: g03001. D8. Was this device serviced by a third party? No. Service found the peristaltic pump tubing or sample transfer pump tubing had not been replaced since (B)(6) 2020. As stated in section 9, service and maintenance, under sample transfer pump tubing replacement, of the cell-dyn sapphire operator's manual, replacement of tubing in the three sample transfer pumps is recommended as a monthly maintenance procedure to ensure proper fluid movement through the analyzer and prevent leaks. When the tubing was replaced, the issue was resolved. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the information provided, a product deficiency was not identified. The issue was resolved with replacement of the peristaltic pump tubing by service.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a wbc value of 0.513 k/ul was generated for a patient sample tested on the cell-dyn sapphire analyzer. Retesting of the sample on a different analyzer generated a wbc value of 9.28 k/ul. No adverse impact to patient management was reported.